Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, brown particles, wear abrasion, crease fold, observed 40 mm dark patch edge material inside gel device and underweight. A visual and micro analysis was performed which identified: crease smooth broken and opening, striated broken, sharp opening and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated edge broken due to surgical damage consist in the use of some surgical tool. An opening and broken crease smooth on posterior due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.